Manufacturer narrative:
Exact date unknown, event occurred in 2013.

Event description:
It was reported that the patient was having a hard time charging due to the location of the ipg and eventually stopped charging which caused battery to become non functional. The patient underwent an ipg replacement procedure. The explanted ipg was discarded by the medical facility.